Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that when they were trying to bolus the handset lags for a long time at 91%. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient would call back when they need further assistance. Patient stated they had a new managing physician. The patient stated "ever since daylight savings time" they had been missing the last bolus. Agent reviewed daylight savings time. Per the personal therapy manager (ptm) pump time was showing as: 4:08 pm and the current real time was 3:11pm. Patient would follow up with managing physician. Patient stated the handset time was not correct. Agent assisted patient in updating the handset time.